Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). Also, device longevity dropped from 2.5 years to elective replacement indicator (eri). Boston scientific technical services (ts) discussed to have an updated data to run analysis. Additional information from local representative indicated that pbd is confirmed. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). Also, device longevity dropped from 2.5 years to elective replacement indicator (eri). Boston scientific technical services (ts) discussed to have an updated data to run analysis. Additional information from local representative indicated that pbd is confirmed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this crt-p was explanted. No new device was implanted. The device was returned for analysis. No additional adverse patient effects were reported.